Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that the patient underwent surgery due to degeneration of lumbar inter-vertebral disc. Intra-op, the screw was found slipped and could not be used anymore. The surgeon had to replace it with new one to complete the surgery. No patient complications reported as a result of the event.

Manufacturer narrative:
Product analysis :unable to replicate customer concern; functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.